Manufacturer narrative:
No conclusion code available, final analysis found burn marks to the main pcb which resulted in power up anomaly.

Event description:
It was reported that the patient presented in hospital with their transmitter which would not turn on. The transmitter was replaced.